Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight and event but not received. Date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-24109, 1627487-2020-24111. It was reported the patient's leads was explanted for an unknown reason.